Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address subsidence and loosening of the tibial component at cement to implant interface. Cement manufacturer is unknown. Tibial tray and insert was replaced. Doi: (B)(6) 2012. Dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.